Manufacturer narrative:
(B)(4). Results: (root cause of stent deformation unk - limited details).

Event description:
A complete se stent was intended to treat an 80% stenosed iliac artery lesion in a pt. It was reported that the stent became severely distorted and stretched during the operation. No health hazard was caused to the pt and no clinical sequelae have been reported.